Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set needle break upon removing from insertion site on (B)(6) 2025.the insertion site was arm. No further information available.